Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Proposed component code: mechanical (g04)-rasp. Visual examination of the provided pictures identified the rasp with the post broken off. The post is shown in the picture. Part and lot cannot be confirmed due to bio-debris covering the surface of the rasp. No further evaluation can be made. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the provided picture of the fractured rasp. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that during the surgery, the rasp broke. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- rasp. G2: foreign: italy. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.